Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the device could not show the image. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed an imaging window tear.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed the sheath and imaging window were kinked and an imaging core windup with a broken driveshaft and an imaging window tear began 152 cm from the distal end of the connector shaft. However, no damage was found within the telescope and sheath section of the device. Impedance test shows an electrical open at proximal end of the catheter between 150-160 cm from the distal housing. Based on the evidence, the as reported code of image lost is confirmed. The kinked sheath could have contributed to the event, but the imaging core windup with a broken driveshaft and the imaging window kinked and tear could not have contributed to the event.